Manufacturer narrative:
Hill-rom tech found the external buzzer kit to be the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their bed. The tech replaced the external buzzer kit to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating there was no audible alarm for the bed exit. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).